Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In transit.

Manufacturer narrative:
The complaint device was received and forwarded to the supplier for evaluation. Visual inspection confirms the active tip is broken and the ceramic on the distal tip showed signs of activation. It was noted that the active suction tube has eroded during use and there is a section of the active suction tube which is believed to be eroded away due to excessive use and would not have deposited into the patient joint space. No electrical or functional tests were conducted due to the condition of the electrode. This failure is being investigated under a supplier CAPA. Root cause: the current design heavily relies on the epotek within the distal assembly to withstand mechanical stresses during aggressive tissue test and to protect the stainless steel from chemical erosion. During use of an electrode the weld joint between active tip and active suction tube weakens due to mechanical fatigue, chemical erosion and a combination of both (stress corrosion pitting). The weld bridge receives mechanical stresses above yield. Corrective actions involving design changes are being investigated currently. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed one other dissimilar complaint for this lot of 302 devices that were released to distribution. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
During a procedure under arthroscopy, a part of vapr electrode is detached and is fallen into the patient. The surgeon was not been able to find the missing part. The patient has kept this little part into his shoulder. No consequences to the patient-another like device was used. The following additional information was received via email from our affiliate on (B)(6) 2015; it was unknown if the procedure was extended greater than thirty minutes. It is unknown how long the device was activated prior to failure. Only a piece of the device was buried in tissue. The procedure was completed with another like device. The following additional information was received from our affiliate via email on (B)(6) 2015; the failure extended the procedure time greater than thirty minutes. The device was activated about fifteen minutes prior to failure. Depuy synthes mitek complaint analyst interpretation summary of the complaint event; during an arthroscopic procedure, a small part of a vapr electrode detached and fell into the patient. The device was activated about fifteen minutes prior to failure. Only a piece of the device was buried in tissue. The surgeon was unable to find the missing piece, it remains in the patient's shoulder. The failure extended the procedure time greater than thirty minutes. No consequences to the patient, another like device was used to complete the procedure.

Event description:
During a procedure under arthroscopy, a part of vapr electrode is detached and is fallen into the patient. The surgeon has not been able to find the missing part. The patient has kept this little part into his shoulder. No consequences to the patient-another like device was used. The following additional information was received via email from our affiliate on (B)(6) 2015; it was unknown if the procedure was extended greater than thirty minutes. It is unknown how long the device was activated prior to failure. Only a piece of the device was buried in tissue. The procedure was completed with another like device. The following additional information was received from our affiliate via email on (B)(6) 2015; the failure extended the procedure time greater than thirty minutes. The device was activated about fifteen minutes prior to failure. Depuy synthes mitek complaint analyst interpretation summary of the complaint event; during an arthroscopic procedure, a small part of a vapr electrode detached and fell into the patient. The device was activated about fifteen minutes prior to failure. Only a piece of the device was buried in tissue. The surgeon was unable to find the missing piece, it remains in the patient¿s shoulder. The failure extended the procedure time greater than thirty minutes. No consequences to the patient, another like device was used to complete the procedure.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
During a procedure under arthroscopy, a part of vapr electrode is detached and is fallen into the patient. The surgeon was not been able to find the missing part. The patient has kept this little part into his shoulder. No consequences to the patient-another like device was used. The following additional information was received via email from our affiliate on 6-3-15; it was unknown if the procedure was extended greater than thirty minutes. It is unknown how long the device was activated prior to failure. Only a piece of the device was buried in tissue. The procedure was completed with another like device. The following additional information was received from our affiliate via email on 6-4-15; the failure extended the procedure time greater than thirty minutes. The device was activated about fifteen minutes prior to failure. Depuy synthes mitek complaint analyst interpretation summary of the complaint event; during an arthroscopic procedure, a small part of a vapr electrode detached and fell into the patient. The device was activated about fifteen minutes prior to failure. Only a piece of the device was buried in tissue. The surgeon was unable to find the missing piece, it remains in the patient's shoulder. The failure extended the procedure time greater than thirty minutes. No consequences to the patient, another like device was used to complete the procedure.